Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt received effective stimulation in all of the established pain pattern except for an area on the hip. The pt had the system explanted and replaced with a competitor system.